Manufacturer narrative:
Investigation summary : material #: 364389. Lot/batch #: 3256001. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe, there was no IV shield in the unit package, so the IV cannula was uncovered. The device was not used.

Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe, there was no IV shield in the unit package, so the IV cannula was uncovered. The device was not used.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.